Manufacturer narrative:
It was reported by the customer that tubing is coming apart. Three samples were submitted for quality evaluation. Visual inspection was conducted and all three samples separated at the lower pumping segment fitting to the infusion set tubing. Further evaluation of the samples indicate that there is not solvent present at the bonding location surfaces. The customer complaint of tubing defective / damaged could not be confirmed, however, separation was verified with the samples submitted. Investigation was forwarded to the manufacturing facility. After the investigation, and in comparison to similar issues previously investigated regarding the separation of tubing at the lower pumping segment fitting, it was found that the issue was related to the lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or due to opportunities with the solvent dispenser. As a corrective action, an accessory is to be added to the solvent dispenser in order to assist the production personnel in guiding the tubing into the insertion point. Additionally, a quality alert was displayed to the production personnel to reinforce the correct insertion of the tubing into the solvent dispenser. A device history record review for model 2420-0007 lot number 24085413 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 2420-0007 batch#: 24085413 it was reported by the customer that tubing is coming apart from the blue slide clamp on the product. 2420-0007 lot# 24085413 verbatim: rcc received a complaint via community. Pir attached. Tubing is coming apart from the blue slide clamp on the product. 2420-0007 lot# 24085413 affected product was on our oncology unit and staff was getting ready to administer chemo when tubing came apart. Had to retrieve new tubing twice more and still happened. Additional info: 1 ¿ before patient use. During setup to administer fluids/chemo drugs. 2 ¿ none 3 ¿ no leaks because the tubing could not be used as it came apart. 4 ¿ at least 3 that were reported. 5 ¿ I have 2 of the 3 reported tubing that came apart to send in.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separating the following information was received by the initial reporter with the following verbatim it was reported by the customer that tubing is coming apart from the blue slide clamp on the product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.